Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-1-uni-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: (B)(6): ivc filter tilt =16°. On (B)(6) 2016, during the index procedure, the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 24 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - <11 degrees. There was no extravasations of contrast and no filter legs appeared outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 18.5 mm. There was no evidence of filter migration, extravasations of contrast, or deformation. Filter legs did appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 8.5 degrees. Post-procedure x-ray (same day as placement procedure): no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - <11 degrees. Analysis: the exam was not optimal due to missing views. There was no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 4 degrees. On (b)(46 2016 (same day as placement procedure), the patient was released from the hospital. The 3 month follow-up call was completed and no adverse events were reported. On (B)(6) 2017 (110 days post-procedure), the planned retrieval of the filter was performed because it was no longer clinically needed. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - <11 degrees. Analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was 0,4 degrees and 17.6 degrees in the lat view. Filter legs did not appear outside the column of contrast prior to retrieval. No thrombus was present in the filter. A snare retrieval kit was used via the right internal jugular vein for retrieval. The physician reported minimal difficulty retrieving the filter. There was no extravasations of contrast after retrieval. Analysis revealed no evidence of thrombus in the filter. Filter legs did appear outside the column of contrast before retrieval. The angle of filter tilt in the ap view was 7.4 degrees. There was no extravasations of contrast after filter retrieval. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). After investigation the event for this pr# is no longer reportable. Name and address for importer site: (B)(4). Summary of investigational findings: celect-pt filter was placed in infrarenal location without any significant tilt. Approx. Four months later the filter was in a stable position and with insignificant tilt in the reference to the segment of ivc, but with 21° tilt from the bony landmarks. Tilt should be measured in reference to the longitudinal axis of the ivc. The filter was retrieved with "minimal difficulty". Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.